Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).